Event description:
It was reported that the patient presented in clinic for a device follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high out-of-range pacing impedance due to insulation break. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.